Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021.

Event description:
The customer reported that the unit has a battery fault. The authorized service personnel (asp) was able to duplicate the reported problem. The customer reported that the unit was not in use on a patient. The authorized service personnel (asp) replaced the battery to address the reported problem. The device passed the test and returned to full functionally.